Manufacturer narrative:
(B)(4). The generator was returned to tyco healthcare (B)(4) service center for evaluation. Evaluation identified an isolated failure of a solder joint between the cable terminal and the power switch.

Event description:
The customer reported that before the start of the rfa procedure, it was found that the generator would not activate. The procedure was aborted. The pt was present and sedated but suffered no injury.